Event description:
It was reported that device entrapment occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 2.5 mm x 10 mm, eccentric, in-stent restenosis with a bend between >45 and <90 degrees was located in the moderately tortuous and moderately calcified proximal left circumflex artery. After a 3.5 - 6f non-boston scientific (bsc) guide catheter was engaged coaxially and a non-bsc guidewire was crossed, pre-dilation was performed with 3.00 mm x 20 mm maverick balloon catheter resulting in 75% residual stenosis. A 3.00 mm x 15 mm nc emerge balloon catheter was advanced and the balloon was jammed and stuck on the guidewire. The devices were gently pulled out from the patient together. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.